Event description:
The pt went in a tanning bed about 4-5 times for a maximum of 12 minutes. The pt used a washcloth under the implantable neurostimulator (ins) site. The pt did not feel localized heating while in the tanning bed. A couple of days later, the pt had a warm feeling at the pocket site. The burning sensation lasted for about a month afterwards when she leaned forward. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4)